Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port with a detached catheter and cath-lock were returned for sample evaluation. Along with return sample one x-ray was provide for review. Gross, visual, microscopic visual, tactile, functional and dimensional evaluations were performed. A complete circumferential break was noted on the proximal end of the catheter returned. Catheter segments were not returned. The edges of the complete circumferential break on the proximal end of the catheter returned were noted to be uneven. The surface was noted to be granular throughout. Aspiration was attempted and was unsuccessful as only air was returned within the in-house syringe. Image review was performed and it shows after contrast is being infused; extravasation of contrast was noted just proximal to the arc of the catheter. Therefore, the investigation is confirmed for the reported fracture, material separation and suction issue. However, the investigation is inconclusive for the reported removal difficulty issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b5, d6a, d6b, g3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, it was reported that the patient experienced resistance during withdrawal. Under dsa angiography, it was further reported that complete catheter rupture was identified in the subclavian vein. Additionally unable to draw back blood during maintenance. The physician performed catheter removal under dsa guidance. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device will be available to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure in right chest wall of the patient experienced resistance during withdrawal. Under dsa angiography, allegedly complete catheter rupture was identified in the subclavian vein. Additionally unable to draw back blood during maintenance. The physician performed catheter removal under dsa guidance. There was no reported patient injury.